Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 around 10:49 am while at home. The patient's daughter found the patient unresponsive. The death was reported to be cardiac related and the patient was wearing the device. The daughter reported that the device was not alarming and resuscitation efforts were not made. Per review of the downloaded software flag and ECG data, the device entered a treatment sequence five times between 10:31:68 and 10:33:58 am. The ECG shows the patient was in polymorphic vt at 100 bpm degrading to an idioventricular rhythm at 50 bpm. The patient was not treated during the vt as the rate was below the prescribed rate threshold and the response buttons were being used. At 10:34:36, the device entered a detection sequence. A treatment was delivered at 10:35:10 while the patient was in the idioventricular rhythm at 40 bpm. The post-shock remained an idioventricular rhythm. Oversensing of a low-amplitude cardiac signal contributed to the detections. The response buttons were again pressed after the treatment was delivered. It is unknown who was pressing the response buttons during the event. The device was shutdown for nearly 11 minutes between 10:35:49 and 10:47:00. The device was restarted and at around 10:49:57 the device detected and alarmed for asystole. The ECG showed that the patient was in severe bradycardia at 10 bpm degrading to asystole. The device was shutdown and the patient passed away.